Manufacturer narrative:
The last calibration performed on (B)(6) 2023 was acceptable with no alarms. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tacrolimus assay on cobas e 411 analyzers (rack system). The sample was initially tested on cobas e 411, serial number: (B)(4), and resulted in a tacrolimus value of 30 ng/ml, accompanied by a data flag. The sample was repeated on cobas e 411, serial number: (B)(4), and resulted in a tacrolimus value of 10.89ng/ml. It is unknown which result was deemed correct. No questionable result was reported outside of the laboratory.

Manufacturer narrative:
The field service engineer checked both analyzers. He replaced parts including the bead mixer motor and tubes. Calibration, quality control, and precision testing were performed; all results were within specifications. Correlation studies were performed and showed similar results. The investigation is ongoing.